Event description:
I was a model as well as an actual client. I received a brief treatment with the morpheus 8 in (B)(6) of 2023 and was advised by the trainer best results after 3 treatments. The trainer demonstrated the device on my face and only had a few passes and I expressed to do a light treatment seeing I am fitzpatrick 4-5 on the skin chart. I had my first real treatment in (B)(6) of 2023 wanted to wait to start the treatment in the fall. With in a few days of receiving a full treatment my skin took a horrible turn. I first notice pain associated with extreme bruising and swelling. I didn't think much of it at first because the trainer said that could happen. However, with in a week my face became extremely lumpy under the neck area again wasn't too concerned as I was thinking it was part of the process. After a week I started to notice extreme volume loss. I contact my provider immediately she of course had me send pictures. She became concern as well. She contacted the company and they said I was fine. Over the next few weeks my face became almost unrecognizable. Of course I began to panic! Nurse reached out again and showed the reps for morpheus 8 and they told her I need to take a valium. My face has aged significantly of the last 2 years. I am extremely depressed. The treatment left my face with significate volume loss, elasticity problems, texture issues, and ligament issues. This company needs to be stopped. I have joined a group and at this time there are 17000 reports of women and men with the same issue. Inmode blames the provider and takes no accountability and needs to stopped.